Manufacturer narrative:
Results of investigation: it was reported that an unknown sl plus stem was revised after the patient fell out of bed onto the newly operated hip. A periprosthetic fracture was recorded after the fall and the sl plus stem had to be revised. The implant, used in treatment, was not available for further investigation. Based on the communicated batch number, the production documentation was reviewed. There were no deviations found. Also no further complaint for the batch in scope was reported. The risk of a periprosthetic fractured is covered through our risk management and mentioned as a potential side effect in the IFU. The stated failure mode could not be confirmed as there is no medical information nor the implant available. The root cause stays undetermined after investigation. This case was reopened as new information regarding a ball head revision has become available. However at that time a different stem was implanted, therefore this new information does not give us further information on the periprosthetic fracture in scope. As no further medical documents, regarding the fracture were available, no review could be conducted. Based on available information the need for corrective action is not indicated. The complaint will be reopened should additional information be received. Smith and nephew will continue to monitor this device for similar issues.

Event description:
It was reported that after implanting an sl-plus stem, patient fell the same day and on same side of the implant and suffered a periprosthetic fracture. Afterwards, a further revision surgery was performed. No additional relevant information was provided after repeated requests for information performed to the complainant.

Manufacturer narrative:
Results of investigation: it was reported that an unknown sl-plus stem was revised after the patient fell out of bed onto the newly operated hip. A periprosthetic fracture was recorded after the fall and the sl plus stem had to be revised. The implant however was not available for further investigation. No batch number was communicated. The stated failure mode could not be confirmed as there is not enough information. The root cause stays undetermined. As no medical documents were available, no review could be conducted. Based on available information the need for corrective action is not indicated.

Event description:
It was reported that after second revision (change of stem), patient fell on the surgeried body side on the same day ((B)(6) 2019) and suffered a periprosthetic fracture. Afterwards, a further revision surgery with change of the sl-plus stem was performed.